Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, and loss of range of motion. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 19 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, dysfunction, limited range of motion, and instability. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-06-0320 - tru cc femoral size 2 right. (B)(6), 02-012-45-2010 - lgc tibial fit tray cem sz 2f/1t. (B)(6), 02-012-60-1480 - tru stem ext 14mm x 80mm. (B)(6), 02-012-60-1680 - tru stem ext 16mm x 80mm. (B)(6), 1400-ag - cemex gento low viscosity 40g kit. (B)(6), 1400-ag - cemex gento low viscosity 40g kit. (B)(6), 400-40-12 - flex osteotome-round, na. (B)(6), 400-40-14 - flex osteotome-flat, nar. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.